Event description:
It was reported that the patient was admitted to the hospital due to right ventricular lead perforation. The patient had left arm thrombophlebitis and fever. The lead was repositioned successfully on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.